Manufacturer narrative:
(B)(6). The reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during a dilation procedure performed in the esophagus on (B)(6) 2016. According to the complainant, the balloon would not deflate. It was noted that the entire inflation medium was unable to be removed from the balloon. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.